Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found overinfusion of an undetermined root cause. Interrogation of the device revealed it contained normal saline.

Event description:
Information was received from a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for malignant pain and pancreatic cancer. The pump and catheter were returned for disposal only. No further complications were reported/anticipated or expected.